Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulties were encountered. The lesion being treated was located in the tortuous, 85% stenosed right coronary artery (rca). The lesion was pre-dilated with a 2.5 x 15 mm balloon. The physician deployed a taxus express2 3.5 x 16 mm drug eluting stent at 14 atms. After the stent was deployed, the physician pulled negative twice, then went back to neutral. The balloon had completely deflated however it was sticking to the stent. The physician deep-seated the guide catheter to release the balloon and removed the stent delivery system, guide catheter and wire as a unit. There were no pt complications reported.